Manufacturer narrative:
Device evaluated by MFR: the pcb 2cm was returned for analysis. A visual examination identified that approximately 18mm of the proximal end of one of the blades had separated from its pad. The remaining 2mm of blade was fully bonded to the pad. The separated blade section was also noted to have broken into two pieces. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The balloon was filled with water to facilitate an examination of the blades. No issues were noted with the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that blade detachment occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that blade separation occurred. There was a part that remained attached to the balloon; therefore, the balloon was able to be removed. The procedure was completed using this device. There were no patient complications as a result of this event.

Event description:
It was reported that blade detachment occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that blade separation occurred. There was a part that remained attached to the balloon; therefore, the balloon was able to be removed. The procedure was completed using this device. There were no patient complications as a result of this event.